Event description:
Device history record was reviewed, nothing linked to the reported event was found. Device history log was not provided, therefore no review could be performed. The subject device (model agilia sp, serial number (B)(6)) was not sent back to our laboratory for analysis as repairs were performed locally. Therefore, no further analysis could be performed. Thus, reported event could not be reproduced, nor confirmed. However, the reported event was confirmed using the provided video. As well, it is known that the subject device was put in service by replacing the power board. Based on available information, the root cause of the reported event could be linked to a defective power board. However, since the subject device was not returned, the root cause remained unknown (not returned). To our knowledge this complaint is not being related to patient safety. However, the complaint has been registered for statistical monitoring. This complaint is considered as valid. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.

Event description:
The following has been reported: "error 47-0002!!! Back-up capacitor temperature [out of range]." Reporting due to the referenced issue; no harm to patient was reported. More information is needed to complete the investigation.